Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02june2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse found the unit needs a positive pressure source and in CPAP mode the unit does not meet the hospital's requirements. Pse instructed the customer on how to adjust the flow rate. Pse tested the unit and the device is fully functional. The ventilator passed all testing and operated within the manufacturing specifications. The determination could not be made that the device failed to meet specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Customer contacted technical support stating that unit had a flow rate problem. The customer reported there was no patient involvement.